Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was confirmed and reproduced. System error 105 was caused by a loose pump side adaptor screw lodged between the cam lobes. The cam shaft, valved, fingers, bearing and gears were replaced to correct this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.